Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient's device was not working, noting that she had a return of target fecal incontinence symptoms. The patient was having accidents at night and sometimes during the day when she stands up. It was stated that this has been occurring since mid-october. The patient mentioned the amplitude adjustments have not helped even though she increased it about as high as can comfortably go. Also, the patient mentioned she went to see the healthcare professional about this and they recommended to call the manufacturer representative for reprogramming. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to open wound scar/constant pain/sharp pain].